Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon was using the device for extending dissection in adipose tissue / mobilization of the bowel. When the generator performed an error code - relax tension on blade, he then removed the device from the patient then cleaned the active blade and then went to use the device again on tissue then the generator performed an error code - tighten and test this was performed. The product specialist then turned the generator off and then turned it back on and once tried to activate the device again had the same error message display - tighten and test we did this another three times before replacing the instrument. The product specialist was present in the case when the scout nurse then proceeds to clean the device in question when cleaning the active blade with a (B)(4) sponge the active blade broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.